Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, a "fail 5" error message displayed on multiple roller pumps. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event. Note: a field service rep was called to the customer's facility. The rep found an arterial pressure alarm was present when the affected roller pumps were powered on. Upon powerup the "fail 5" message displayed. The user was able to clear the arterial alarm, which cleared the "fail 5" message. The pump became operable again.

Manufacturer narrative:
Eval in progress, but not yet concluded.